Event description:
When pump came from or to unit, timing was poor. Clinician was able to adjust it & for remainder of her shift it remained good. After her shift, she understood her fellows clinicians had problems w/timing/triggering. It is not known if pump was exchanged. Pt subsequently expired. It is not known if pump difficulty was related to pt death.